Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was informed to contact technical support again if the issue happened again and understood the instructions provided.